Event description:
It was reported that the patient experienced a surgical procedure to implant of an artificial urinary sphincter(aus) after having a sling device due to persisting incontinence. The device was successfully placed.

Manufacturer narrative:
Additional information received that the patient had the procedure due to persisting incontinence. The device was placed successfully. The lot number and original implant date are unknown. The device will not be returned for analysis.

Event description:
It was reported that the patient experienced a surgical procedure to implant of an artificial urinary sphincter (aus) after having a sling device due to unspecified reasons. A patient outcome was not reported.